Manufacturer narrative:
(B)(4), implanted: (B)(6) 2010; (B)(4), implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery did not reach expected longevity. It was additionally noted that the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.